Event description:
Reporter alleged obtaining a discrepant blood glucose result of 236 mg/dl back to back with a result of 63 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated she took 2 units of insulin and ate breakfast over an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.